Event description:
It was reported that after seven days of intra-aortic balloon (iab) therapy, a fiberoptic sensor failure alarm occurred. Removing and reinserting the sensor did not resolve the alarm. It was noted that they were also unable to get a blood return from the inner lumen. The getinge representative explained that meant it was clotted and recommended they cap the lumen and mark it ¿clotted¿. It was then recommended an alternative source like a radial be placed if they did not wish to replace the iab catheter. Unfortunately, they could not use radials due to a/v fistula and poor vasculature. The physician stated the patient already had another femoral line and wanted to know if that would be ok. The getinge representative reminded him that per the IFU, femoral was not recommended. Dr. Kaneko said that was probably going to be the only option. The iab was in use for seven days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 42.9cm and 45.2cm from the iab tip. Additionally a third kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm. The optical fiber was found to be broken at this location. The technician attempted to aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The optical fiber was found to be broken, confirming the reported sensor failure. The inner lumen was found occluded with blood, confirming the reported difficulty to aspirate and clotted lumen. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiberoptic sensor failure alarm occurred. Removing and reinserting the sensor did not resolve the alarm. It was noted that they were also unable to get a blood return from the inner lumen. The getinge representative explained that meant it was clotted and recommended they cap the lumen and mark it ¿clotted¿. It was then recommended an alternative source like a radial be placed if they did not wish to replace the iab catheter. Unfortunately, they could not use radials due to a/v fistula and poor vasculature. The physician stated the patient already had another femoral line and wanted to know if that would be ok. The getinge representative reminded him that per the IFU, femoral was not recommended. Dr. Kaneko said that was probably going to be the only option. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: msn, rn, (B)(6). Additional initial reporter: dr. (B)(6). Event site full name: (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).